Event description:
A technician reports that two years following intraocular lens (iol) implant surgery, a pt reports foggy vision. A yag capsulotomy was performed but the pt reports there was no improvement in his vision. The surgeon believes the visual complaints may be related to the surface of the lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been on other complaints reported in the lot number. Additional info was requested 03/21/2008 and 04/07/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 04/18/2008.